Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cap con IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient who underwent a breast augmentation revision with mentor memorygel, 750cc breast implant has experienced right-sided capsular contracture grade IV postoperatively. The report indicated possible capsular contracture, one side elevated and firm and much higher than other which is softer, lower, and more naturally positioned. The health care professional confirmed the issue. As a result, patient scheduled for an explant on (B)(6) 2022.

Manufacturer narrative:
Device evaluation completed on july 01 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth uhp 750cc breast implant was found to have some bubbles within the gel. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).